Event description:
During hysteroscopy, poor visualization within uterus noted by surgeon. On examination of equipment, it was determined that suction tubing not working properly. 3000cc in with no fluid being pumped out. Tubing was changed and the outflow then worked appropriately and the procedure continued. No complications noted as an outcome of problem.